Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately one month post-implant, the patient experienced pocket infection. The entire system was explanted, the patient was given antibiotics, and a replacement system was implanted a few days later. No further patient complications have been reported as a result of this event.